Manufacturer narrative:
The received device had the cannula assembly fully deployed. No damages or deficiencies were observed that would contribute to the cannula dislodging. A root cause for the reported dislodged cannula could not be determined. The device was inspected, and no evidence of blood was found. No damages or deficiencies were observed that would cause bleeding or bruising at the infusion site. No problem was found. The exposed portion of the soft cannula was observed to be kinked. Fluid flowed through the complete fluid path, no tears or leaks were found. The exact timing and cause of this damage could not be determined.

Event description:
It was reported the patient's blood glucose levels rose to over 250 mg/dl, while wearing the pod less than 1 hour. When removed from the infusion site, the pod's cannula was found to be dislodged. Customer reports experiencing issues recently with high glucose levels, bruising, bleeding, soreness at the cannula site. Customer reports this almost always occurs on the second day of pod wear.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.